Manufacturer narrative:
The hill-rom technical support found the siderail not latching due to the siderail latch and spring inoperable. A search of the hill-rom maintenance records did not show hill-rom performed any preventive maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the latch and spring to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the right head intermediate siderail will not latch. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).